Manufacturer narrative:
(B)(4). Conclusion the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the presence of liquid in the cable air tube affected the function of the returned trigger. The device did not operate as intended during evaluation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hysterectomy with the davinci robot on (B)(6) 2013. During the procedure, when feeding the tissue in, the device stopped and no more tissue could be fed through. The device stopped working. Another like device was used to complete the procedure with no adverse patient consequences.